Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Installed a water filled test reservoir and primed the insulin pump. Device was programmed with multiple boluses and monitored for three days. All boluses delivered properly and were listed in the daily history screen. Device then was programmed with basal profile and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The units left at the insulin pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump over-delivered during a bolus attempt. The patient's blood glucose at the time of incident was 140 mg/dl. During troubleshooting, the customer stated that insulin dripped from the end of their set before connecting at their site. The reservoir also displayed less insulin than what was shown on the status screen. The device programming was also inaccurate. The insulin pump will be returned for analysis.